Manufacturer narrative:
Pt info was unavailable at the time of this report. Software eval in-progress at the time of this report. Behavior was found to be reproducible.

Event description:
A medtronic rep reported that while in a spine surgery, there was a malfunction of the synergy spine and trauma 2.0.0 flip button. Surgeon asked to re-orient the image. After clicking the flip button, the image flips to the needed position. When trying to move the image to center, the image appears to flip back to the previous orientation. There was no impact on the pt outcome.